Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to develop laryngeal carcinoma. The medical intervention that the patient received in response to this event is currently unknown. Section d9, h3, h6 is updated in this report. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual observation of the exterior portions of the a30 unit inlet did show visual indications of being dirty. Air intake behind where air intake filter would set is dirty from what appears to be from sources external to the unit. The device was internally inspected by the manufacturer. There was no evidence of the sound abatement foam being degraded. All of the foam contained in the unit air path is intact with no degradation issues. In addition there have been no signs of blower foam degradation issues or debris in the blower subassembly, the valve assembly, or any other portions of the unit flow path. The manufacturer applied power to the device and found the device to operate without issue or error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation. The contamination noted on the a30 at the air inlet portion of the unit was from an external source. The device operated as designed.

Event description:
The manufacturer received information alleging bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to develop laryngeal carcinoma. The medical intervention that the patient received in response to this event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.